Event description:
Patient on CPAP trial became retless, sob, lobored, breathing and diaphoretic at 1600. Vent worked inside patient's room, but call light on outside of room did not work because cable had been damaged with earlier transport of pt. Due to protruding design of the cable connection on the vent, it is pushed up against the wall/bed or something hits the vent alarm cable, then it may cause this type of problem. The immeidate fix is to replace the cable.